Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 600 mg/dl. The patient was having breathing problems and had covid. For treatment, the patient was given intravenous (IV) fluids and insulin. It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was dislodged and bent, while wearing the pod longer than 48 hours on the abdomen. The patient was discharged after 3 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged and bent cannula and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.